Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was done and the ventricular polarity was switched back to bipolar mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an unrelated surgery on the patient's shoulder near the device implant site, a polarity switch occurred. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.